Event description:
A customer reported a continuous glucose monitor (cgm) error 42 related to their device. Blood glucose level was not mentioned, but there was no indication of any adverse impact. The customer was guided through a pump reset by technical support, and after the reset, the error code did not reappear, allowing the customer to successfully start their sensor session.